Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the patient began to experience elevated iop. The surgeon stated that he believed the high iop was caused by the patient's steroid (dexamethasone) treatment. To date, the lens remains implanted. Surgeon stated that "after medication" the iop went down to normal value.